Event description:
Transponder security alarm did not sound/alarm when family left the obstetrical dept with the discharged infant. Infant security alarm applied at birth in 2007. Infant discharged on the next day, and left the floor with family. Security transponder still attached to infant's ankle and did not alarm when family left the dept. Dates of use: 1 day. Diagnosis or reason for use: infant alarm.